Event description:
Event description guidant received information that there was documented oversensing with this patient's system. The physician elected to replace the rate sense portion of this patient's endotak dsp lead. During the procedure the physician found damage to the insulation near the is-1 pin. The rate sense portion was cut and capped. A new rate sensing lead was implanted. The shocking poriton of the endotak dsp remains actively implanted.